Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose was 572mg/dl. Reportedly, pump did not deliver the right amount of insulin when delivering a bolus. Reportedly the customer is been taking manual injections too address the high bg. Reportedly, the customer had manual injections available as alternate insulin therapy.